Event description:
Customer reported his unlocked freestyle meter would not turn on. The device was returned and the initial investigation suggests the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.